Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units fiber optic is down , port is not working. The unit was swapped out with no issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not reproduce any errors. The hospital service work ticket dispatched to the biomed department states that the fiber optic cable, aline cable malfunctioned. As a precaution, the fse replaced the fiber optics module and the fiber optics extension cable . During the installation the fse noticed that the fiber optics connections bracket extension blue plastic assay was broken. The fse replaced the bracket, reassembled the unit and tested the fiber optic output several times to ensure consistent results in tolerance with manufactures specifications. The unit calibrated and passed all functional and safety tests per factory specifications, and returned unit to the customer.

Event description:
N/a.